Event description:
The customer reported that while the iabp generated a "rapid gas loss" alarm. The alarm could not be cleared. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative determined that there was a leak in the drive system; the drive pressure was out of specification during the pneumatic module leak test. He replaced the safety disk (part number 0202-00-0140). In an unrelated service activity, he also upgraded the iabp to the latest software revision. The iabp was tested to factory specification. It functioned normally and was returned to the customer. We have requested that the safety disk be returned to the manufacturing facility for evaluation. A supplemental medwatch report will be submitted when new info becomes available. (B)(4).